Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2019, dtma1qq ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. It was noted there was high threshold on the lv lead. The lead was revised and remains in use. No patient complications have been reported as a result of this event.